Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer's blood glucose had exceeded 400 mg/dl. The insulin pump had alarmed no delivery. The customer attempted to treat via insulin pump bolus but the device would not allow the bolus to go through. Troubleshooting did not occur for the no delivery alarm. The reservoir was not returned or replaced.